Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient called and stated, "it's not working". The patient reviewed it hasn't been working in a while but it was starting to really bother her, she's been wearing pads. It was noted that the patient had trouble hearing over the phone and her hearing aid was broken. Patient would prefer troubleshooting with patient programmer when her son would be present to help. It was clarified that the hearing issue was not thought to be related to the ins therapy. The patient was going to call back with son to troubleshoot therapy with the patient programmer. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.